Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient had an elevated lactate dehydrogenase (ldh) of 575 u/l during a routine clinic visit. Labs were redrawn and the secondary ldh result was 593 u/l. The patients baseline ldh was in 200s u/l. At the time of the event, the patient¿s inr was sub-therapeutic at 1.9 (goal of 2.0-3.0). The patient was admitted to the hospital and started on a heparin drip for bridging in addition to aggrenox. As of (B)(6) 2018, the patient was still hospitalized and being watched closely. It was reported that a ramp echocardiogram performed on an unspecified date was unremarkable and that the patient¿s ldh levels have trended down to 600s u/l since heparin was started. The patient was elevated to status 1a on the transplant list. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and a specific cause for the elevated lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, it was reported that during hospitalization, the patient¿s condition worsened requiring inotropes (milrinone), worsening renal function and hemolysis. The patient status changed to 1a transplant list for the elevated ldh. On (B)(6) 2018, the patient was discharged home stable and no longer on milrinone. The patient¿s lactate dehydrogenase(ldh) was being checked weekly.